Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced seizures shortly after the trial procedure. Stimulation was never turned on and the symptoms persisted even after the leads were pulled out. The physician suspects that the cause may have been from a hematoma. The patient has been discharged from the hospital and there have been no reports of further complications regarding this event.